Event description:
The caller stated that his customer notified him of a 6dct tracheostomy tube that had a leak in the pilot balloon. He stated that this tracheostomy tube was pretested and the leak was discovered in the surgical intensive care unit about two to eight hours after it was placed in the pt. They noticed, the ventilator pressure dropped, and air was leaking from the pilot balloon. They repaired the tracheostomy tube using a tracheostomy tube repair kit. They removed the existing pilot balloon and value from the tracheostomy tube, and replaced them with new items from the repair kit. The original 6dct tracheostomy tube was still in the pt.